Manufacturer narrative:
Reporter is a synthes employee. The protec slv/ flex/ lg for nl 8-11 / -s (p/n: 03.043.033s & lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that both sleeves metal inlays are damaged due to drilling or reaming inside the sleeve. The pattern of damage shows that it occurred in the clockwise (cw) direction, which is the direction of forward drilling or reaming. Both metal sleeves are permanently compressed at the tip in the ap direction. The tpu soft sleeve was intact and the metal sleeve didn't break through. Despite the damage, no metal was in contact with the knee joint cartilage surface. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: due to unknown lot all available drawings in the system were reviewed: no weight loss of the sleeves was detected. Complaint confirmed? Yes, the device received had deformation. Hence confirming the allegation. Investigation conclusion: this complaint is confirmed as the suprapatellar sleeve is used in combination with tibia nail advanced implants, it¿s introduced through a suprapatellar incision, if the incision size is not adequate or the knee capsule is tight, the surgeon will experience difficulty inserting the sleeve, and this could increase the risk of metal sleeve permanent deformation. Although turning the drill/reamer inside the sleeve is prohibited, the damage to the metal sleeve occurred in the lower portion close to the tip. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the sleeves were damaged. This report involves (1) protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 2 of 2 for (B)(4).